Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer's site to address the reported event. The distributor engineer resolved the complaint by replacing the main board. The aia-360 analyzer is operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4). There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - list of error messages states the following: [5002] no response from slave is generated when slave response is not detected. Operator is instructed to turn the power off and on again. If problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the main board.

Event description:
A customer reported getting error message "5002 no response from slave" on the aia-360 analyzer. A distributor engineer was dispatched to address the reported event, which resulted in a delay of estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone ii (prog ii) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.